Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6 investigation summary the device associated with this report was not returned to depuy synthes for evaluation. The investigation was performed by the supplier. The issue may have been a customer torque issue. The issue was identified during product use. Checked the material coc and confirmed the proper material was used. Mechanical inspection of break area indicated parts in specification. The conclusions of report are as follows. ¿the maxframe autostrut locking joint component was loaded beyond the material limit in bending caused by impingement with an unknown component during use resulting in a high stress, low cycle fatigue fracture initiation within the distal region of the threaded diameter. Evidence of impingement was observed between the locking joint component and the body of the autostrut further confirms the joint was stressed significantly during use. No evidence of material or manufacturing defects was observed.¿ the issue was resolved by replacing the strut. The complaint was observed and confirmed, but not replicated due to the mechanical nature. A similar failure has been observed and recreated in reference devices by applying excess torque to the device estimated at 15nm. The overall complaint was confirmed as the observed condition of the maxframe autostrut(tm)hexapod crlsys kit would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history checked the material coc and confirmed the proper material was used. Mechanical inspection of break area indicated parts in specification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the autostrut in question broke at the clevis. There was no reported adverse impact to the patient. No revision surgery was required. No further information is available to report. This report is for a maxframe autostrut(tm) hexapod strut ¿ medium. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B3: event occurred on an unknown date in 2023. D2: additional procode: osn. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.